Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the freestyle libre sensor. Customer experienced a loss of consciousness and was treated with a glucagon injection by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned for investigation. The sensor patch was visually inspected; no issues were observed and the sensor plug was properly seated. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a battery being low voltage (event 10). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor further was de-cased to perform an internal visual inspection and no issues were observed. An extended investigation has also been performed and no issues were observed on the sensor puck printed circuit board assembly (pcba). Reprogrammed the sensor using an approved software, and it was observed that the sensor restarted, and the voltage remained stable. A simvivo test was performed on the returned sensor puck and it passed, indicating that the electronics were functioning properly. The application specific integrated circuit (asic) generates twice the battery voltage (vdd2x), which is utilized for different functions on puck pcb. When the asic is unable to generate vdd2x, the software detects the issue, logs an event 10, and terminates the puck instantly. Therefore, it was determined that likely the issue is confirmed due to a temporary malfunction of the asic. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the freestyle libre sensor. Customer experienced a loss of consciousness and was treated with a glucagon injection by a third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.